Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient diagnosed with post-traumatic tricompartmental gonarthrosis, total prosthesis implant surgery performed, use of cs polyethylene insert. Device implanted on (B)(6) 2021. Appearance of acute periprosthetic infection of the knee diagnosed clinically and by microbiological examination of joint fluid. Device removed on (B)(6) 2021. Acute periprosthetic knee infection. On (B)(6) 2021 a surgical dair (debridement and implant retention) was performed with soft tissue debridement, washing and polyethylene replacement.